Event description:
It was reported that a broken cannula occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2023. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).